Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found dried serum in plunger clamp and on collet in the problem area of the pipetter assembly. The fse cleaned collet, sleeve and plunger clamp. The instrument was inspected, tested without further problem, and returned to service.